Event description:
The customer reported that a falsely depressed potassium (k) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s), who did not question the result. The sample was repeated on the original instrument for troubleshooting purposes. Then the same sample was repeated on non-siemens instrument. The repeat result from non-siemens instrument recovered higher than the initial result and was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed k result.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely depressed potassium (k) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. Quality control (qc) and calibration results were within acceptable limits prior to running the patient sample. The customer replaced sensor and ran dilution check. Siemens remotely assisted the customer and performed 3 integrated multisensor technology (imt) soaks, primed all reagents for 5 times and ran quality control (qc) and repeated sample. Siemens reviewed the available instrument data files and the review of the instrument data indicated that air and liquid values of std a and std b, calibration, pump rate and dilution check were within the acceptable range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse identified crimped xo tubing and snipped that primed air bubbles out of xo tubing, replaced x tubing, ran passing calibration, qc, and dilution check, which recovered acceptably. Siemens evaluated the event and determined that the crimped x0 tubing and issue with x tubing potentially contributed to the falsely depressed potassium (k) result. The instrument is performing according to specifications. No further evaluation of this device is required.